Manufacturer narrative:
Patient's post-op uncorrected visual acuity (ucva) was 20/20 as of (B)(6) 2015. Device evaluation: lens was returned dry in lens case/vial. Visual inspection found no visible damage to the lens. Foreign material (fibers) was present on the lens surface. Dimensional inspection found the lens measurements within specifications. Functional inspection found the lens diopter measurements within specifications. (B)(4). Conclusion: as per dfu for this lens model, implantation of this lens in an individual with anterior chamber depth (acd) below 3.0mm is contraindicated. This patient had an acd of 2.96mm at the time of implantation. Patient was also reported to have previous corneal refractive surgery prior to lens implantation. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. Event problem and evaluation codes: (B)(4). Method (process evaluation): work order search. Results (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -3.0/+1.0/087 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to a refractive surprise. The lens was exchanged for another same model lens but different diopter power.